Event description:
It was reported during an aneurysm coiling procedure, when the coil was out the catheter, it was found stretched. Physician then withdrew the coil, and it broke at the detachment zone. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow up report will be submitted when the evaluation is completed.